Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible and tactile feedback when firing the device? Was a complete washer transection confirmed? Were the donuts inspected? If so, please describe. Were there any issued noted with the device in the primary procedure? Was a leak test performed in the primary procedure? If so, what was the result? Were any staple formation issues identified at any point during patient care? How was the leak identified? How was the leak addressed? What is the current patient status?

Event description:
It was reported that the patient submitted to right hemicolectomy, at the moment of the procedure it does not look anormal, but the day after surgery the patient has complications from leakage. Doctors think it was related to the circular stapler used. Surgeon who did the procedure, usually don't use jnj. The complication was resolved with ileostomy. Event: patient submitted to right hemicolectomy, presents liquid leakage in the stapling line, which are converted the following day into symptomatic complications for the patient. The doctor relates the complication to the use of circular stapler. The doctor does not frequently use jnj. The patient remains with ileostomy for subsequent closure - ileostomy for posterior closed.